Event description:
It was reported that the device failed to power on ac and dc source. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the device would not power on battery source. Physio isolated the malfunction to a failed power supply assembly. Customer declined physio's repair offer. The device has been removed from service.